Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found that the cutter was damaged and did not provide a complete mesh during testing. The cutter was returned to the customer and advised that it should be replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device needed an unknown repair. At product evaluation investigation it was found that the cutter was damaged and did not provide a complete mesh during testing. No adverse events were reported as a result of this malfunction.